Event description:
The ctr scheduled the pt for reprogramming and integrity testing of his ci device in a new classroom environment. However, the parents reported that the pt was hospitalized for IV antibiotic treatment (type unk) for issues with mastoiditis on the ipsilateral side. The company is currently in the process of gathering add'l info regarding the pt's issues.